Event description:
It was reported that low sensing amplitude was detected via a review of remote transmission. The right ventricular (rv) lead will be monitored. There were no adverse health consequences to the patient.